Event description:
It was reported the pt complained of pain at her ipg site when she lays on her right side. She stated the ipg moves in the pocket and sometimes she feels a sharp, stabbing sensation in her buttock when it moves. It was reported the pt will have x-rays taken of the ipg site. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.